Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was an area of in-stent restenosis located in the moderately tortuous and moderately calcified external iliac artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed and a pinhole was noted at the distal side of the balloon. The procedure was completed with a different device. No patient complications were reported and the patient was in good condition post-procedure.